Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that there was noise on the ra and rv leads and pacing inhibition. The physician feels that subclavian crush is the cause. The plan is to replace the leads. It is unclear if this report is on the ra or rv lead.

Manufacturer narrative:
(B)(6) 2017 - received a product analysis. An explant date was not provided. Upon receipt, the lead under complaint was found cut at approx. 26 cm distal to the is-1 connector pin. The distal part of the lead including the lead tip was not returned. The analysis of the lead demonstrated a rubbed through insulation between 23.5 cm and 25 cm distal to the is-1 connector pin. This damage can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and another implantable device such as a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.